Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2015.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and nerve stimulation. High thresholds were also noted. The lead was reprogrammed and scheduled for revision however impedance and threshold measurements were within normal limits at the time of revision. The physician opted to cancel the procedure and monitor the lead performance. The lead remains in use. No patient complications have been reported as a result of this event.